Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via call that the insulin pump had no delivery alarm occurred during manual prime. Customer's blood glucose level was unknown. Troubleshooting was performed for no delivery alarm and event was resolved by changing complete set. Customer also stated that the insulin pump had motor error. Customer was assisted in performing rewind and they were able to complete rewind. It was also stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.